Event description:
Reportedly, a nurse found that the ventilator stopped ventilation during use on a patient. There was an error code on the display, but no alarm was heard at the time of the incident. The doctor powered on the ventilator quickly and the problem was solved. The patient had spontaneous breathing and no medical intervention was required. Later, the ventilator was brought back to the distributor. After 15 hours of running test, the reported problem could not be duplicated. Please noted that there was no serious injury in this case.